Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her husband's onetouch ultra2 meter was prompting an error 5 message when he was attempting to test his blood glucose. Per the ultra2 owner's booklet, the error 5 message prompts when there is a problem with the test strip, or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. Two weeks prior to contacting lfs, the reporter alleged the issue began. The reporter alleged her husband uses self adjusting insulin (type unknown) to manage his diabetes. The reporter was unaware if the patient had made any changes to his usual diet, activity level or other medications on the day of the alleged issue. The reporter stated, sometime after the alleged issue began, the patient developed symptoms of being "sweaty" and did not receive any medical intervention in response to the symptoms. It is not know if another device was used. At the time of troubleshooting, the cca discovered this was not the first time the meter had been used. The cca confirmed the patient's test strips were in good condition and the test strip completely drew in the sample. However, the reporter did not have testing supplies available for a retest. The alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the reporter claimed the patient was unable to test his blood glucose due to the alleged issue, and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a high spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.